Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was 239 mg/dl. Customer treated with insulin pump. Customer report customer does not allege pump was under delivering. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Insulin pump passed the dat test at 0.08720 inches. No device deficiency anomaly or under delivery anomaly noted during test.